Manufacturer narrative:
The probable root cause of the broken molded insulator and detached fragment is attributed to damage sustained during use, likely due to excessive force applied to the instrument tip during handling, insertion, operation (overloading), or removal. The damaged molded insulator subsequently led to the breakage of the instrument¿s conductor wire.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The single port (sp) force bipolar extended range instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis found the primary finding of instrument molded insulators - broken to be related to the customer reported complaint. The instrument was found to have a broken molded insulator on the upper jaw. The broken molded insulator likely caused the grip tip to be fully detached. The broken piece was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Visual inspection was performed and found no damage to the housing or main tube. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. Additionally, the instrument was found to have a detached fragment. The fragment was not returned and was likely caused by the broken over molded insulator. The entire upper grip tip was detached. The bipolar instrument's conductor wire was found to be broken. The broken wire was likely caused by the broken over molded insulator. The location of the wire is on the side with the upper jaw. The wire appears sticking out and would fail electrical continuity. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the single port (sp) force bipolar extend tip broke/slid off during cleaning. The procedure was completed with no reported injury.